Event description:
It was reported that a diagnostic anomaly resulting in an erroneous remaining longevity measurement was observed on the device. The device was reinterrogated to resolve the event and the patient was in stable condition.